Event description:
Accessing port with huber needle. Pt complained of itchy throat and coughing within 15 seconds of (hive reaction) access, and feeling agitated. Known history of latex and chlorhexidine allergy. Removed needle. Symptoms abated within 15 minutes.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.